Event description:
It was reported by the physician that he was having difficulties retrieving info from his hhd because it would keep freezing and it wasn't just during interrogations. He said that he has to repeatedly reseat the flashcard. The site has requested a replacement hhd. The device has not been returned to the manufacturer analysis.